Event description:
Patient revised for pain, removed hardware.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the nail part and lot number combination. The part and lot number for the screw was not provided. Review of the as400 system show that other devices from the nail lot u3pbl4 have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.